Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they noticed that their implant moved and they were experiencing pain. Patient stated that it began almost two to three months ago. Patient added that they experience pain whenever they moved and when laying in bed, especially on the side where the implant is located. Patient mentioned about their upcoming appointment with their hcp and they were advised by their hcp to call us to schedule an appointment with their mdt rep.